Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic"), device expulsion ("malposition/ migrated iud in the uterine myometrium") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 80812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 2005, (B)(6) 2009). Previously administered products included for an unreported indication: nuvaring from 2006 to 2008. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal/excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic) and surgery (laparoscopic bilateral salpingectomy utilizing and "classic" morsure endometrial curettage). Essure was removed on (B)(6) 2016. In november 2015, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved, the device expulsion, back pain, menorrhagia, vaginal haemorrhage and headache outcome was unknown and the fatigue and alopecia was resolving. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dec2015-migration of essure device-location of device : unknown operative diagnosis ¿ concern for perforated mirena iud¿ plaintiff never had mirena iud placed. On (B)(6) 2016- operative note pre-operative diagnosis: desires permanent sterilization, concern for perforated mirena iud post-operative diagnosis: desires permanent sterilization, mirena iud not found upon laparoscopy or hysteroscopy. Findings:proliferative endometrium; no evidence of a retained, perforated, or malpositioned mirena iud diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Ultrasound scan vagina - in june 2011: total bilateral occlusion on an unknown date pregnancy test urine negative concerning the injuries reported in this case, the following one was reported from medical record: "malposition/ migrated iud in the uterine myometrium" quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure made for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events onset date added. Event outcome for migraine was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic"), device expulsion ("malposition/ migrated iud in the uterine myometrium") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 80812-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 2005, (B)(6) 2009). Previously administered products included for an unreported indication: nuvaring from 2006 to 2008. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal/excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy laparoscopic) and surgery (laparoscopic bilateral salpingectomy utilizing and "classic" myosure endometrial curettage). Essure was removed on (B)(6) 2016. In (B)(6) 2015, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved, the device expulsion, back pain, menorrhagia, vaginal haemorrhage and headache outcome was unknown and the fatigue and alopecia was resolving. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015-migration of essure device-location of device : unknown operative diagnosis ¿ concern for perforated mirena iud¿ plaintiff never had mirena iud placed. On (B)(6) 2016-operative note pre-operative diagnosis: desires permanent sterilization, concern for perforated mirena iud post-operative diagnosis: desires permanent sterilization, mirena iud not found upon laparoscopy or hysteroscopy. Findings:proliferative endometrium; no evidence of a retained, perforated, or malpositioned mirena iud diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion . On an unknown date pregnancy test urine negative . Concerning the injuries reported in this case, the following one was reported from medical record: "malposition/ migrated iud in the uterine myometrium" . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure made for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic"), device expulsion ("malposition/ migrated iud in the uterine myometrium") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 80812-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 2005, (B)(6) 2009). Previously administered products included for an unreported indication: nuvaring from 2006 to 2008. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal/excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy utilizing and "classic" myosure endometrial curettage). Essure was removed on (B)(6) 2016. In (B)(6) 2015, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain, genital haemorrhage and migraine had resolved, the device expulsion, back pain, menorrhagia, vaginal haemorrhage and headache outcome was unknown and the fatigue and alopecia was resolving. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015-migration of essure device-location of device : unknown operative diagnosis ¿ concern for perforated mirena iud¿ plaintiff never had mirena iud placed. On (B)(6) 2016-operative note pre-operative diagnosis: desires permanent sterilization, concern for perforated mirena iud post-operative diagnosis: desires permanent sterilization, mirena iud not found upon laparoscopy or hysteroscopy. Findings:proliferative endometrium; no evidence of a retained, perforated, or malpositioned mirena iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. On an unknown date pregnancy test urine negative. Concerning the injuries reported in this case, the following one was reported from medical record: "malposition/ migrated iud in the uterine myometrium". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain pelvic"), device expulsion ("malposition/ migrated iud in the uterine myometrium") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 80812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 2005, (B)(6) 2009). Previously administered products included for an unreported indication: nuvaring from 2006 to 2008. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("pain during menstruation"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and menorrhagia ("abnormal/excessive bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy laparoscopic) and surgery (laparoscopic bilateral salpingectomy utilizing and "classic" myosure endometrial curettage). Essure was removed on (B)(6) 2016. In (B)(6) 2015, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the device expulsion, back pain, menorrhagia, vaginal haemorrhage and headache outcome was unknown and the fatigue, alopecia and migraine was resolving. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015-migration of essure device-location of device : unknown operative diagnosis ¿ concern for perforated mirena iud¿ plaintiff never had mirena iud placed. On (B)(6) 2016-operative note. Pre-operative diagnosis: desires permanent sterilization, concern for perforated mirena iud. Post-operative diagnosis: desires permanent sterilization, mirena iud not found upon laparoscopy or hysteroscopy. Findings:proliferative endometrium; no evidence of a retained, perforated, or malpositioned mirena iud . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion . On an unknown date pregnancy test urine negative . Concerning the injuries reported in this case, the following one was reported from medical record: "malposition/ migrated iud in the uterine myometrium" quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure made for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage,abnormal bleeding fatigue, alopecia, migraine, headache( from pfs) and device expulsion( from mr) were added. Patient information (dob, weight, height), other relevant history, product batch number also added. Previously reported event" pelvic pain" outcome updated from unknown to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), back pain ("back pain") and menorrhagia ("abnormal/excessive bleeding during menstruation"). The patient was treated with surgery (underwent a salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain and menorrhagia outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure made for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter, indication and events severe and chronic pelvic pain, pain during menstruation, back pain, and abnormal/excessive bleeding during menstruation information were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.